Event description:
Related manufacturer reference numbers: 2017865-2025-1001381 and 2017865-2025-1001390. It was reported that patient experienced low blood pressure the day after (9 sep 2025) a leadless pacemaker (lp) system implant procedure (on (B)(6) 2025). An ultrasound revealed patient had sustained a pericardial effusion in the right atrial appendage. It was suspected to have occurred during the right ventricular (rv) portion of the procedure. The effusion was drained successfully with a pericardial tap. Tap was removed the following day (on (B)(6) 2025) and patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received noted physician was unable to find a suitable position for the implant of the right atrial leadless pacemaker.

Manufacturer narrative:
Correction: b5 - additional related manufacturer reference number.

Event description:
Related manufacturer reference number: 2017865-2025-1001381, 2017865-2025-1001390, and 2017865-2025-1001715. It was reported that patient experienced low blood pressure the day after, on (B)(6) 2025, a leadless pacemaker (lp) system implant procedure, on (B)(6) 2025. An ultrasound revealed patient had sustained a pericardial effusion in the right atrial appendage. It was suspected to have occurred during the right ventricular (rv) portion of the procedure. The effusion was drained successfully with a pericardial tap. Tap was removed the following day, on (B)(6) 2025 and patient was stable.